Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent partially deployed and was unable to be reconstrained. A placehit¿ biliary wallstent¿ was selected for a percutaneous biliary stenting procedure in the biliary tract. Deployment was initiated inside the patient. The position of the stent was checked after 2 cm of the stent was partially deployed. The physician decided to complete the deployment. However, it was not possible to further deploy as it was impossible the move the outer catheter backwards for deployment since it was stuck. The physician then attempted to recapture the stent, but also this was impossible because it was impossible to move inner or outer catheter to deploy or recapture. The device was removed by pulling back the whole system out of the sheath without causing trauma or damage to the stent. Another of the same device was used to complete the procedure without any problem. There were no patient complications and the patient had a good result.

Manufacturer narrative:
Device evaluated by MFR.:a placehit biliary wallstent device was returned for analysis. Multiple severe kinks were noted along the length of the entire device including the deployment handle. The device was also noted to be curved at the distal end. The distal end of the stent was also noted to be damaged along with one stent cup. The device was returned with the stent fully mounted onto the delivery device. The stent was noted to be partially deployed from the delivery device. A visual and tactile examination of the catheter identified multiple kinks along the length of the shaft of the device. One severe kink was noted 80mm distal to the valve body. This type of damage is consistent with excessive force being applied to the delivery system. The distal section of the device was also noted to be severely curved. A visual and tactile examination of the deployment handle noted that the entire handle was severely bent. This type of damage is consistent with excessive force being applied to the delivery system. The delivery device was returned with the approximately 21mm of the stent partially deployed form the device. The distal section of the protruding stent was also noted to be damaged. During analysis the investigator successfully recontrained the entire stent, however resistance was encountered due to the severe kinks noted on the shaft, deployment handle and the curving of the distal shaft. Once the shaft was fully re-constrained the investigator successfully deployed the stent and again resistance was encountered due the severe damage noted on the delivery device. A visual and microscopic examination of the stent noted that the distal section of the stent was damaged. The proximal section of the stent was also noted to be slightly flared. The damage seen on the stent was most likely caused by the severe curving on that distal section of the device and the severe distal stent damage may have been caused either during removal of the device or during transport as the stent was partially deployed from the device and was not protected by the outer catheter. A visual and microscopic examination of the stent holder and tip noted no damage or any issues that could have contributed to the complaint incident. One of the stent cups was noted to be damaged. The attempted deployments and re-constrainment's of the curved stent on the severely curved shaft may have contributed to the stent cup damage. No further issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent partially deployed and was unable to be re-constrained. A placehit¿ biliary wallstent¿ was selected for a percutaneous biliary stenting procedure in the biliary tract. Deployment was initiated inside the patient. The position of the stent was checked after 2 cm of the stent was partially deployed. The physician decided to complete the deployment. However, it was not possible to further deploy as it was impossible the move the outer catheter backwards for deployment since it was stuck. The physician then attempted to recapture the stent, but also this was impossible because it was impossible to move inner or outer catheter to deploy or recapture. The device was removed by pulling back the whole system out of the sheath without causing trauma or damage to the stent. Another of the same device was used to complete the procedure without any problem. There were no patient complications and the patient had a good result.